Event description:
As reported: initially, the patient reported a swollen pocket and skin rash around the implant site. The patient was checked by the physician and it was decided to explant the system due to possible infection.